Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. No motor displacement anomaly noted. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to the primary svn (B)(6) and event date 17-jul-2024. Please see below for the first 10 boluses listed on the event date 17-jul-2024 in the pump history file. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 17-jul-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no auto suspend (12) alarm noted in the pump history file. There were no user suspended (2) alarm noted on the event date 17-jul-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 17-jul-2024 in the pump history file. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Sensor error alert - not confirmed. Lost sensor alert - not confirmed. No delivery (7) alarm - not confirmed. Please see below pertaining to svn (B)(6) and event date 13-jul-2024. Please see below for the first 10 boluses listed on the event date 13-jul-2024 in the pump history file. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 13-jul-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no auto suspend (12) alarm noted in the pump history file. Please see below for the user suspended (2) alarm listed on the event date 13-jul-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 13-jul-2024 in the pump history file. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Sensor error alert - not confirmed. Lost sensor alert - not confirmed. Please see below pertaining to svn (B)(6) and event date 15-jul-2024. There were no boluses listed on the event date 15-jul-2024 in the pump history file. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 15-jul-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no auto suspend (12) alarm noted in the pump history file. There were no user suspended (2) alarm noted on the event date 15-jul-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 15-jul-2024 in the pump history file. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Sensor error alert - not confirmed. Lost sensor alert - not confirmed. No delivery (7) alarm - not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The motor was tested outside of the device and passed. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. No motor displacement anomaly noted. Exposed to magnetic field or MRI not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay, and emergency room visit. The customer reported a current blood glucose value of 573 mg/dl. The event involved product(s) mmt-431a, mmt-7040b, mmt-1884, mmt-342. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported high blood glucose. The customer declined to test the pump. The customer alleges the pump was under delivering the caller advised because active insulin showed 0.5u and then 0.1u and customer sugars do not reflect the insulin was being delivered. The customer stated that the pump was exposed to the strong magnet. No further patient complications were reported. No product return was required for mmt-431a. No product return was required for mmt-7040b. No product return was required for mmt-1884. No product return was required for mmt-342.